Event description:
It was reported the right atrial lead exhibited noise for the past six months. It was noted the patient reported feeling lethargic for the past six months; the physician was unsure whether the lead noise was related to the patient¿s lethargy. The lead was capped and replaced. The patient was stable during and after the procedure.